Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the unit powered on and gave a feed/flush error. The back case had a melted mounting bracket on the rear. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports no power. Upon triage on (B)(6) 2017 the technician found that the back case had a melted mounting bracket on the rear.